Event description:
It was reported that high threshold was observed. During lead revision, an anomaly was observed on the insulation near the trifurcation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.